Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer evaluated unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. Found expired li ion battery. Replaced as normal maintenance. Part recycled on site per customer request since they had tagged part. Found kinked hose from the vacuumed tank. Rerouted and passed testing.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is giving filling errors.